Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing a calibration with an error 80 (water check time out unable to reach calibration temperature). A check of the diagnostics indicated a failure of the mixing pump. Biomed stated that they would order and replace the pump onsite. As per follow up information received via email on 25aug2022, there was no patient involvement as it was found during calibration. The device would be repaired onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.

Event description:
It was reported that the arctic sun device was failing a calibration with an error 80 (water check time out unable to reach calibration temperature). A check of the diagnostics indicated a failure of the mixing pump. Biomed stated that they would order and replace the pump onsite. As per follow up information received via email on 25aug2022, there was no patient involvement as it was found during calibration. The device would be repaired onsite.